Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the cardioplegia cannulation, all the involved sutures were used at aortic valve replacement and mitral valve replacement. When he tried to pass the suture with continued technique suddenly the needle detached. He used the second needle with a delay of 45 minutes to 1hour and a half. There was no injury caused to the patient.